Manufacturer narrative:
A ge rep evaluated the system, and reseated the video cable. System operates as intended.

Event description:
Customer reported the left monitor is not working. No pt injury was reported.